Event description:
The customer reported the ventilator restarted while in use on a patient when the hospital respiratory therapist powered on a cardiopulmonary management system unit that was attached to the ventilator. The customer reported the ventilator did alarm and there was no patient harm. The manufacturer's field service technician was able to duplicate the customer reported problem. The service technician reported finding the cardiopulmonary management system unit was not set to interface with the ventilator. The field service technician changed the settings on the cardiopulmonary management system unit to interface with the ventilator, and upon activating the changes, the ventilator restarted.

Manufacturer narrative:
Ventilator returned to factory for evaluation and root cause analysis.